Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient stopped charging the device due to ineffective therapy, thereby leading the ipg to be inoperable. To address the issue patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.